Event description:
Report received of a pulmonary artery rupture during balloon inflation. The reporter states the balloon was not tested upon removal from the pt, but believes the balloon on the catheter remained intact. The catheter had been in use for 2 1/2 days. The first 2 days the wedge pressure was being obtained every 2 hours. Into the third day, from about 10 a.m. To 8 p.m., the wedge pressure was being obtained every hour. Three hours prior to the pt's pulmonary artery rupture, the staff did visualize a spontaneous wedge waveform that resolved on its own. During the last inflation at about 8 p.m., the pt hemorrhaged via massive hemoptysis and expired instantly. The reporter states, "the pt's death was not unexpected, due to the critical status of the pt's health. The catheter probably moved distally and probably did not need 1.5cc's to be inflated."